Event description:
On (B) (6) 2010, patient reported having sporadic elevated blood glucose readings over 300 mg/dl for the past 8-12 weeks. Patient's normal blood glucose range is 80-150 mg/dl. Patient reported he treats higher blood glucose levels by administering additional bolus amounts and retested every 2 hours. Patient stated he changes his infusion site every 3-4 days. Advised patient 3 days maximum. Patient reported the infusion adapter was last changed 2-3 months ago as needed. Advised to change adapter every 10th insulin cartridge change. Patient stated he has received no errors or alerts at any time. Advised patient disconnect from infusion site and attempt to bolus with infusion device in view; patient reported bolus was successful. Troubleshooting did not find any product issues. Advised patient to speak with his physician. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.